Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected and evidence of foam degradation was found inside the blower kit. In addition, the service technician also noted dust contamination and error codes e024 (err_motor_speed_reverse) and e055 (err_therapy_queue_full) were present. The device was scrapped by the service center after the evaluation was completed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.